Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04012. It was reported that a rotawire detachment occurred. A 2.0mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During rotation speed adjustment, outside patient's body, it was noted that the rotawire got detached. The rotawire was replaced with another of the same rotawire; however, it could not enter the burr, thus, the burr was replaced with another and the procedure was completed. No patient complications were reported.